Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 133.6090. Technical support: 1. Replace the main speaker. 2. Return the unit to the factory. Recommended charge battery first. If charging battery does not resolve the issue, (B)(6) will replace main speaker. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/24/2013 to present date 01/19/2021 and confirmed that this device was previously returned for servicing. Also, there was a production failure q6 (B)(4) for errors - watchdog, which does not correlate to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: (B)(6) reported error 133.6090 on pcu8015. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that there was error 133.6090. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was error 133.6090. No patient involvement.